Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed. The cause of the system error 2240 was from the supply bag disconnecting without falling. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
The customer contacted baxter?s technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The patient was connected either at the time of the alarm or observed air. The home patient (hp) stated the line on the blue clamp came free of the bag. The baxter technical service representative (tsr) advised the hp that she would have to start over with new supplies and contact the registered nurse (rn) about possible introduction of air in the lines. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.